Manufacturer narrative:
Block h6: imdrf code a150208 captures the reportable event of stuck in tissue.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the needle driver arm malfunctioned. It had a needle attached to it, but after taking a bit of tissue, the part where the needle driver arm attaches to the needle was bent, not allowing him to remove the needle. The physician attempted to remove the device with graspers, however, was unable due to the angle required. Manually torquing and opening of the handle freed the tissue from the needle/needle driver with only minor bleeding which did not cause concern. The scope and device were then removed from the patient. Procedure was completed with another overstitch sx device. There were no patient complications reported as a result of this event.